Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c sk device on (B)(6) 2024 at the c5-6 level. Patient was experiencing recurring radicular pain on the other side of the body from the initial surgery. It was found that the device may have been undersized and tilting to one side, leading to the patient's symptoms. The surgeon removed the implant on (B)(6) 2024 and fused the patient with a plate and cage system. A DHR review revealed no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level defined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefit outweighs the risks. The removed implants will be evaluated following exponent's approved prodisc c device evaluation protocol. The report will be issued under pdcs-0004. Additionally, imaging was provided that showed the implant tilting to one side. The removal was completed due to ongoing pain that was likely caused by an undersized implant that was tilting. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a prodisc c sk device on (B)(6) 2024 at the c5-6 level. Patient was experiencing recurring radicular pain on the other side of the body from the initial surgery. It was found that the device may have been undersized and tilting to one side, leading to the patient's symptoms. The surgeon removed the implant on (B)(6) 2024 and fused the patient with a plate and cage system.